Manufacturer narrative:
(B)(4). Batch #:unk. Investigation summary: upon visual inspection of two photos, the following was observed: the photos show tissue from top view and a staple leg can be seen protruding of tissue and no properly formed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported by the sales rep that during a sleeve gastrectomy, the staples from two reloads were malformed when firing on the stomach. The staple line was over-sewed with unknown suture. There was a delay in the procedure of five minutes. Fragments were indicated as being generated and were removed successfully from the patient. There were no patient consequences reported. This is all the information known/available regarding this event.